Event description:
It was reported that the pt experienced brain damage following an MRI; it was stated that the health care provider was unaware of the MRI interactions and the pt's should have died from having an MRI'. The device was explanted and replaced. If additional info becomes available, a follow-up report will be sent.